Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose of 404 mg/dl. The customer was treated by manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Based on customer report customer does allege pump was under delivering. Insulin pump was in auto-mode prior to going to sleep. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer also report that the insulin pump had no delivery alarm. Troubleshooting was done and customer states the insulin exited. The insulin pump will not be returned for analysis.